Manufacturer narrative:
The product was not returned for evaluation due to product location unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history and risk analysis review was unable to be performed due to limited information. The complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation occur. Under "possible adverse effects," number 1 states, "material sensitivity reactions," following review, no new risks were identified. Journal article: acta orthopaedica 2014; 85 (6) zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "cross-sectional imaging of metal-on-metal hip arthroplasties: can we substitute mars MRI with CT?¿ this article identified osteolysis in 15 of 50 unknown patients. It is unknown which hip system the patients that experienced the adverse events listed above received. There has been no further information provided and the patient outcome is unknown. Attempts have been made and no further information has been provided.